Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received and evaluation of the sample could not confirm the reported issue with cutting. The device was not locked shut when received, and the jaws functioned normally. The knife deployed normally when the trigger was activated and cut simulated tissue cleanly. The investigation found the device to function within specifications for cutting. However, an alternative and non-contributing issue of damaged insulation was identified, causing the device to fail hipot testing. Review of the device history records for this lot found no potentially contributing factors. The investigation identified the root cause of the issue to be user error, where the insulation shows signs of damage with rough use or improper handling through a trocar. The IFU included with this product states: to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which can compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not cut. Examination of the received device on october 28, 2016 found the insulation was also damaged.